Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was observed damaged during the procedure. They changed to a new catheter to complete the procedure without any problem. There was not any impact to patient. Additional information received indicates it is unknown what section broke/separate. The hemostasis valve (gasket) did not break into two or more separate pieces. It is unknown if the hemostatic valve/brim cap/hub become detached from the sheath. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The blood lost had no impact on patient.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was observed damaged during the procedure. They changed to a new catheter to complete the procedure without any problem. There was not any impact to patient. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was observed damaged during the procedure. They changed to a new catheter to complete the procedure without any problem. There was no impact to patient. Device investigation details: on 25-jan-2021, the device investigation through photograph analysis was completed. The photo showing the vizigo sheath with blood inside was received for analysis. Review of the photo determined it does not provide sufficient information related to the reported event and therefore no result can be obtained from it. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The customer complaint cannot be confirmed from photo analysis and the device has not been returned for analysis. It is not possible to determine the root cause of the failure. If the device is received in the future, a product investigation will be performed. H6. Investigation findings code of appropriate term/code not available (c22) was used to represent photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) it was noticed the following information was omitted from section 10. Additional manufacturer narrative of the 3500a initial MDR: "the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted."

Manufacturer narrative:
On 27-jan-2022, additional information was received clarifying that they changed to a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to complete the procedure without any problem; not a "catheter" as previously reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)correction: on 8-feb-2022 it was noticed the product received details were inadvertently omitted from supplemental (follow-up) MDR # 2. The complaint product was received on 1-feb-2022 for evaluation. The appropriate fields have now been populated with this information.